Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed an x-ray switch stuck error message. This message likely resulted in a shut down situation and/or a loss of fluoroscopy x-ray. There is no report of death or serious injury.